Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. The ICD was post paced t wave oversensing was observed. Programming changes were made. The patient is doing great and will continue with follow ups with the physician.